Manufacturer narrative:
This case with very limited information was received via lawyer and refers to a social media post. It was reported the occurrence of death ('2 women lost their lives because of essure') in two female patients who had essure inserted for female sterilization. Details of each individual patient, essure insertion dates, event onset date and cause of death were not provided. Other relevant information regarding patient's concurrent conditions, medications and past medical history were not provided. The reporter considered death to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: death. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-feb-2020: quality-safety evaluation of ptc (product technical complaint). This case with very limited information was received via lawyer and refers to a social media post. It was reported that 2 women lost their lives because of essure. Details of each individual patient, dates and cause of death were not reported; nor were given details of essure use (such as details of insertion procedure, dates or any associated conditions) and time elapsed between essure insertion procedure and the event itself. Patient¿s concurrent conditions; concomitant medications or past medical history were also not provided. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use and the reported death as not assessable. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case with very limited information was received via lawyer and refers to a social media post. It was reported the occurrence of death ('2 women lost their lives because of essure') in two female patients who had essure inserted for female sterilization. Details of each individual patient, essure insertion dates, event onset date and cause of death were not provided. Other relevant information regarding patient's concurrent conditions, medications and past medical history were not provided. The reporter considered death to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: death . Quality-safety evaluation of ptc: unable to confirm complaint. This case with very limited information was received via lawyer and refers to a social media post. It was reported that 2 women lost their lives because of essure. Details of each individual patient, dates and cause of death were not reported; nor were given details of essure use (such as details of insertion procedure, dates or any associated conditions) and time elapsed between essure insertion procedure and the event itself. Patient¿s concurrent conditions; concomitant medications or past medical history were also not provided. Thus, due to the lack of comprehensive and relevant information, company currently considers the causality between essure use and the reported death as not assessable. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.